Manufacturer narrative:
H3 - other - investigation performed on retained sample from the same batch. Product z466 is not approved in us; but a similar product, z464u albacyte® expanded rh negative antibody screen is approved in us. Investigation performed on retained sample did not conform the complaint, albacyte® rhd negative cat reagent red cells for antibody screening product z466 lot v228899 fit for purpose: false positive reactions / indeterminare results were not observed therefore this complaint is deemed unconfirmed. Internal reference number of this file is (B)(4).. Furthermore, trend complaint have been raised as 6 devices were involved, see (B)(4).

Event description:
Six end users have reported false positive/indeterminate results when testing patients, donors or qc with albacyte® rhd negative screening panel, product z466, lot v228899 exp01feb21.